Manufacturer narrative:
Product event summary: analysis confirmed the reported event; errors found in the programmer update history. Analysis also found the chart recorder keys were not working due to a component failure (cause unknown) on the lem (link electronic module) printed circuit board assembly. It was noted the stylus was missing.

Event description:
The programmer was returned for repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer displayed an error code at start-up. The programmer is expected to be returned for repair. There was no patient involvement.